Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient stated the v-go applied today near 7:30 am fell off near noon. Patient stated that the needle had not retracted prior to falling off and that the needle scratched the patient as the v-go fell off. Patient stated bleeding where the needle scratched his skin subsided within 30 minutes of the scratch.